Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cardiosave intra-aortic balloon pump (iabp)drive valve group test failed.

Manufacturer narrative:
Corrected fields: b5, b6, b7, d10, h6 (health effect - clinical, health effect - impact) updated fields: b4, d9, g3, g6, h2, h3, h4, h6(, type of investigation, investigation findings, investigation conclusions), h11. It was reported that during routine maintenance found the cardiosave intra-aortic balloon pump (iabp) drive valve group test was failed. A getinge field service engineer (fse) tested the host safety disk and drive valve group. Fse confirmed the drive valve group test failed. The drive valve group (d104-00-0031) was replaced on site. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported that during routine maintenance, the cardiosave intra-aortic balloon pump (iabp)drive valve group test failed. There was no patient involvement.